Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the hospital with the device eroded through the pocket. Tests did not identify a systemic infection. The device and leads were explanted without complication. A new system was to be implanted at a future date. No additional adverse patient effects were reported.